Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation to be related to the patient anatomical conditions and the reported patient effect to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded distal circumflex artery. The patient was admitted to the hospital with chest pain which was diagnosed as non-st elevated myocardial infarction (nstemi). Angiography confirmed the distal circumflex was totally occluded and the mid right coronary artery had 50% stenosis. A non-abbott guide wire could not cross the lesion so a balance middleweight (bmw) elite guide wire was advanced to the lesion. Three unspecified balloon catheters were used for pre-dilatation. Thrombus was noted which was aspirated and timi 3 flow was achieved. As the bmw elite guide wire was being removed, it separated and migrated to the distal left anterior descending artery. An attempt to remove the guide wire was made with the thrombus aspiration catheter but it could not be removed. Angiography confirmed the separated portion of the guide wire was located in the proximal left circumflex and distal left anterior descending artery. A 4.0 x 18 mm non-abbott stent was implanted to embed the separated guide wire in the artery. There was no clinically significant delay in the procedure. No additional information was provided.